Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient reported for follow-up after receiving inappropriate shock due to noise. Lead dislodgement was observed. Decreased sensitivity and high capture threshold were noted. The lead was repositioned. No complications were reported and the patient condition after the event was good.